Event description:
Additional information was provided by the customer that the event did not occur while in use with the patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no missing labels, screen was scratched but intact, device in good condition. During functional check, the reported complaint was duplicated. Attempted to power up the device and when batteries were inserted the device alarmed immediately with a blank screen. Unable to perform additional testing according to procedure due to the continuous alarm at device start-up. Replaced circuit board.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was alarming once the batteries were in. It was also reported that the screen did not work.